Event description:
It was reported by the customer that a pyxis medstation es system scanner detached and needs to be place back on the device. The customer stated that the malfunction was occurred when they trying to issue medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the detached scanner needs to be placed in the device. A field service engineer fixed scanner mount holder the system functioned as intended as the field service engineer troubleshooted the device.